Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see: 0001825034-2018-00148, 0001825034-2018-00151, 0001825034-2018-00162. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient is being considered for a revision to address osteolysis, stiffness, and metal allergy. No further information has been made available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined that no zimmer biomet products were involved in this event. The patient's implants are competitor products. The initial report was submitted in error and should be voided.